Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) evaluated the system remotely and suspected that the issue was due a problem with the flexvision pc or the system software. A philips field service engineer (fse) evaluated the system onsite. While troubleshooting, the fse re-installed the software on the hard drive of the flexvision-pc. Analysis of the system log files confirmed an issue with the flexvision-pc. The fse replaced the flexvision-pc and hard drive later. After these replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system would not start successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.